Event description:
A pt with a proximal third humeral fracture was implanted with a 3.5 mm lcp plate, six screws and one locking screw on (B)(6) 2011. Reportedly the pt stood up and felt a "pop." X-ray taken on an unk date showed 3 broken screws 3.5 mm cortex screw x 2 and 2.7 mm cortex screw x 1. Pt was returned to the operating room on (B)(6) 2011 for removal of hardware and revision to a 4.5 mm broad lcp plate. During removal, the locking screw threads were noted as "rubbed off" and the locking screw went through the plate. Report # 1 of 5 for the same event.

Manufacturer narrative:
Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the mfg of these parts that would contribute to this complaint condition.